Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mismatch. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Low gradients may not be indicative of significant dysfunction. High gradients may be indicative of ongoing dysfunction and may require surgical or percutaneous intervention to restore normal flow. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem.. The root cause of the event was likely due to patient related factors (congestive heart failure, hypertension, aortic stenosis, atherosclerosis, and ppm). This event is being conservatively reported in accordance with 21 cfr part 803, based on customer-provided information indicating that a reintervention involving the edwards device is possible the patient is a candidate for viv in the future and the physician stated concern over the age of the valve that there may be a quick recurrence of the elevated gradient.. This report reflects the current understanding of the event based on available information. Any updates or findings from ongoing investigation will be submitted in accordance with FDA reporting requirements complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient with a failed edwards s3 valve, implanted in the aortic position for 7 years and 7 months, is currently being evaluated for a valve in valve procedure. Treatment has not been performed at this time. After review of the medical records, the patient presented with fatigue, dyspnea, decreased exercise tolerance, chest pressure/heaviness, orthopnea and le edema. The patient was started on eliquis after the gradients decreased after the eliquis. The plan for the patient is to: continue her eliquis, the patient does not require a viv tavr at this point, but is a candidate for viv in the future, and repeat tte in 6 months. The physician stated concern over the age of the valve that there may be a quick recurrence of the elevated gradient.

Event description:
Edwards received notification from a field clinical specialist that a patient with a failed edwards s3 valve, implanted in the aortic position for 7 years and 7 months, is currently being evaluated for a valve in valve procedure. Treatment has not been performed at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. This event is being conservatively reported in accordance with 21 cfr part 803, based on customer-provided information indicating that a reintervention involving the edwards device is planned for the patient. This report reflects the current understanding of the event based on available information. Any updates or findings from ongoing investigation will be submitted in accordance with FDA reporting requirements the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.